Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v885623, implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer initially reported on (B)(6) 2012 having great control of symptoms until about a week ago she had a loss of therapeutic effect. She did not have any falls or trauma. The consumer was on the 4th program at 3.2v, increased volts to 4.3, and was feeling it and was comfortable. The consumer would leave it here and follow to make sure it was controlling her symptoms. On (B)(6) 2012, the consumer reported a loss of therapeutic effect when stimulation was on and bothering her bottom and requested assistance changing the programming. The consumer was on program 4 at 4.6v, changed to program 1 at 0.80 v and would see if that helped. She reported the stimulation had been hurting her vagina. It was reviewed that if the stimulation was hurting, to decrease the voltage or change to a different program, and if none of the programs helped, the consumer should speak to her physician to have the device reprogrammed. On (B)(6) 2012, the consumer reported pain in her vagina and using the restroom six times a night. She felt like she was voiding constantly and the pain in her vagina had been all week. It was reviewed to decrease stimulation or try programs 2 or 3, the consumer noted she would call back when her son was with her to make the changes. Indication for use included urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information received from the consumer's attorney on (B)(6) 2017 reported a consumer consulted with a healthcare professional (hcp) for the purpose of evaluating urinary urgency associated with frequency, moderate volume, double voiding, and nocturia. The hcp recommended implantation of an implantable neurostimulator (ins). After implant, the consumer realized a temporary improvement in urinary voiding frequency. The benefits subsided and the consumer contacted the hcp on several occasions for the purpose of additional relief through all of 2012 and through (B)(6) 2013. As of (B)(6) 2013 the consumer reported being unable to secure relief from the device despite adjustments made to the device. Between (B)(6) 2013 through (B)(6) 2015 the consumer was unable to get any relief. In (B)(6) 2015, the consumer consulted with another doctor with respect to the same symptoms. In or about (B)(6) 2015, an x-ray was taken by the new doctor that determined that the ¿sacral stimulator device is abnormal in position with the lead seen to be pointing upward on lateral projection and medial on ap projection,¿ curving cephalad and appears to be closer to s2 then s3, no lateral curve, and not in proper position. In either late (B)(6) or early 2015, the consumer underwent another surgery to revise the placement of the lead and had a 100% improvement in urinary urge/frequency/nocturia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.